Event description:
A user facility¿s purchasing department reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. It is unknown what type of hemodialysis machine the patient was using. It is unknown if fresenius bloodlines were also in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
The become aware date for the reportable malfunction captured in this file was incorrectly stated as 07/09/2024. The correct date is 07/08/2024. Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation; however, three photographs were provided. The first two photos show a dialyzer connected to the machine where a blood leak is visible in the upper bell housing. The blood appears to be localized to on spot and the blood is a visible line on the outside of the fibers. This is indicative of an internal leak due to damaged/fragmented fiber. The third photo is a close-up of the product label showing the lot number. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event as a fiber leak. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s purchasing department reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. It is unknown what type of hemodialysis machine the patient was using. It is unknown if fresenius bloodlines were also in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation; however three photographs were provided. The first two photos show a dialyzer connected to the machine were a blood leak is visible in the upper bell housing. The blood appears to be localized to on spot and the blood is a visible line on the outside of the fibers. This is indicative of a internal leak due to a damaged/fragmented fiber. The third photo is a close-up of the product label showing the lot number. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event as a fiber leak. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s purchasing department reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. It is unknown what type of hemodialysis machine the patient was using. It is unknown if fresenius bloodlines were also in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, three photographs of the combi set connected to the machine were provided by the customer. The first two photos showed a dialyzer connected to the machine where a blood leak was visible in the upper bell housing. The blood appeared to be localized to one spot and the blood was in a visible line on the outside of the fibers. This is indicative of an internal leak due to a damaged/fragmented fiber. The third photo was a close-up of the product label showing the lot number. A batch records review was conducted by the manufacturer for the reported lot. There was one approved temporary deviation notice (dn) and one non-conformance (nc) that were unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility's purchasing department reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. It is unknown what type of hemodialysis machine the patient was using. It is unknown if fresenius bloodlines were also in use. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 2ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.